Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received two electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system and went to the emergency room (ER). Technical services (ts) analyzed device episode data and found that there was oversensing of noise that resulted in the inappropriate shocks during this episode. There was another episode with noise, but no therapy was given. During pocket manipulation and isometrics testing, the noise was recreated. The clinic noted that this was most likely due to a fracture. Ts recommended a chest x-ray. Patient underwent revision procedure where this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported. As of today, this product has not been received for further investigation. The returned electrode was thoroughly inspected and analyzed.

Event description:
It was reported that this patient received two electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system and went to the emergency room (ER). Technical services (ts) analyzed device episode data and found that there was oversensing of noise that resulted in the inappropriate shocks during this episode. There was another episode with noise, but no therapy was given. During pocket manipulation and isometrics testing, the noise was recreated. The clinic noted that this was most likely due to a fracture. Ts recommended a chest x-ray. Patient underwent revision procedure where this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported. As of today, this product has not been received for further investigation.